Event description:
New tuberculin syringe by ulticare 1.0ml is similar to insulin syringe by bd, similar cap color - high risk for staff to mix up the syringes in drawing up medications may result in administration error. FDA safety report ID # (B)(4).